Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump has unspecified black fluid coming from pneumatic tap. Customer's blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.